Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that patient had vns generator removed due to infection. Only the generator was removed and patient was given antibiotics. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
F10 corrected data: initial report inadvertently omitted code f1205 and should have used e2115 instead of e1719. H6 corrected data: initial report inadvertently omitted code b11 and should have used codes d12 and d1002, not d10, as the conclusion.

Event description:
Additional information was received that the patient had the remaining portion of their leads explanted with no plans to re-implant.